Event description:
It was reported that the device was being removed for patient comfort. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's device had been explanted for patient comfort. Both leads and generator were removed, coils were left behind no additional or relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?; code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
It was reported that the patient¿s device could not be interrogated and the mother reported it has been dead for a little while. The patient was referred for explant because the patient thinks the device was uncomfortable. No additional relevant information has been received to date. No known surgical intervention has occurred to date.